Event description:
It was reported that a caregiver experienced an inability of the ilet to display glucose readings from a dexcom g7 sensor while the dexcom mobile app continued to receive data, and support guided the user through switching cgm settings and starting the sensor on the ilet. Symptoms included no clinical symptoms. Outcomes included no impact to blood glucose, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on cgm pairing and sensor start procedures. Investigation of this case revealed a communication or pairing failure between the ilet and the dexcom g7, with the sensor and app functioning but the ilet not receiving data until reconfiguration was attempted. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or a transient connectivity issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.